Event description:
Case description: historical drug: actrapid, insulatard, ursoplus. This was not the first time that the patient was treated for this indication. Patient experienced the same medication error in the past and product was received in the original packaging. Batch numbers: novopen 4: nvg9l26, mvg8e52 novopen 4: . Investigational results name: novopen 4, batch number: nvg9l26 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name: novopen 4 , batch number: mvg8e52 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: pr71te7 no conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba penfill, batch number:rs6my26 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following investigational results added for suspects novopen 4, novorapid penfill, tresiba penfill . Is nonreportable field updated as no for the suspect novopen 4, malfunction field updated as no for the suspect novopen 4, final report checkbox was ticked for the suspect novopen 4, expected date of follow up report was deleted for the suspect novopen 4, in device addendum b,c,d,g imdrf codes were added for the suspect novopen 4, narrative updated accordingly. References included: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00185 reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00186 reference notes: medwatch 3500a MFR. Report number, final manufacturer comment: 05-dec-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary name: novopen 4, batch number: nvg9l26 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia with high bgl, above 600 mg/dl [hyperglycaemia] novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens [device failure] site at which the needle attached was perforated [device issue] using a syringe to take the dose from the penfill [wrong technique in product usage process] case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia)" beginning on aug-2025, "novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens(device failure)" beginning on aug-2025, "site at which the needle attached was perforated(device component issue)" beginning on aug-2025, "using a syringe to take the dose from the penfill(inappropriate drug extraction with syringe)" with an unspecified onset date, and concerned a 203 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) (17 iu, tid (3 times before meal),) from unknown start date and ongoing for "type 1 diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) (27 iu, qd (at night before sleeping),) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 160 cm patient weight: 58-60 kg patient body mass index was not reported dosage regimens: novopen 4: novopen 4: novorapid penfill: tresiba penfill: current condition: type 1 diabetes mellitus (from 2016 from 9 years) historical drug: actrapid, insulatard. Concomitant products included - lantus(insulin glargine) on an unknown date, novopen 4 didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens. It was also reported that site at which the needle attached was perforated. Due to the technical issue (novopen 4 didn't inject insulin), a syringe was used to take the dose from the penfill. On an unknown date at the end of (B)(6) 2025, patient was hospitalized because she suffered from hyperglycemia with high blood glucose level (blood glucose) of above 600 mg/dl and was discharged after 4 days. During her hospitalization, the healthcare provider used actrapid and insulatard as an exception. After discharge, she resumed using novorapid and tresiba penfills training of pen was offered to the patient for two novopen 4 pens. The customer was asked to remove the attached penfill and needle and adjust the dose counter to 60u and press the push button, the piston rod moved normally when directing the mechanical part towards the gravity and the dose counter returned back to 0u. The customer was informed that piston rod was free to move. By adding a new penfill to make sure that the piston rod head touches the penfill rubber the customer was asked to repeat step (1), then he was asked to adjust the dose counter to 60u and press the push button gently without adding needle until he encountered resistance he had to stop the dose counter stopped on 52u and for second pen stopped on 54 u , then he was asked to adjust the dose counter in the opposite direction back to 0u. By adding a new needle, the pen injected insulin normally (2u). Batch numbers: novopen 4: nvg9l26 novopen 4: mvg8e52 novorapid penfill: pr71te7 tresiba penfill: rs6my26 action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia)" was recovered. The outcome for the event "novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens (device failure)" was recovered. The outcome for the event "site at which the needle attached was perforated (device component issue)" was recovered. The outcome for the event "using a syringe to take the dose from the penfill (inappropriate drug extraction with syringe)" was not recovered. Reporter's causality (novopen 4) - hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia) : unknown novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens(device failure) : unknown site at which the needle attached was perforated(device component issue) : unknown using a syringe to take the dose from the penfill(inappropriate drug extraction with syringe) : unknown company's causality (novopen 4) - hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia) : possible novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens(device failure) : possible site at which the needle attached was perforated(device component issue) : possible using a syringe to take the dose from the penfill(inappropriate drug extraction with syringe) : possible reporter's causality (novopen 4) - hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia) : unknown novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens(device failure) : unknown site at which the needle attached was perforated(device component issue) : unknown using a syringe to take the dose from the penfill(inappropriate drug extraction with syringe) : unknown company's causality (novopen 4) - hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia) : possible novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens(device failure) : possible site at which the needle attached was perforated(device component issue) : possible using a syringe to take the dose from the penfill(inappropriate drug extraction with syringe) : possible reporter's causality (novorapid penfill) - hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia) : unknown novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens(device failure) : unknown site at which the needle attached was perforated(device component issue) : unknown using a syringe to take the dose from the penfill(inappropriate drug extraction with syringe) : unknown company's causality (novorapid penfill) - hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia) : possible novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens(device failure) : possible site at which the needle attached was perforated(device component issue) : possible using a syringe to take the dose from the penfill(inappropriate drug extraction with syringe) : possible reporter's causality (tresiba penfill) - hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia) : unknown novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens(device failure) : unknown site at which the needle attached was perforated(device component issue) : unknown using a syringe to take the dose from the penfill(inappropriate drug extraction with syringe) : unknown company's causality (tresiba penfill) - hyperglycemia with high bgl, above 600 mg/dl(hyperglycemia) : possible novopen 4s didn't inject insulin, dose counter was rotating normally as while being adjusted, then it returned to 0u without releasing insulin for 2 pens(device failure) : possible site at which the needle attached was perforated(device component issue) : possible using a syringe to take the dose from the penfill(inappropriate drug extraction with syringe) : possible references included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient.